Event description:
Patient was intubated. Co2 detector was used to verify correct placement. Detector did not change colors. All clinical signs indicated the tube was placed appropriately. A second detector was utilized which did change colors indicating appropriate tube placement. User reports this is the second such incident within a few weeks time. No patient harm.======================manufacturer response for nellcor adult colorimetric co2 detector, covidien nellcor adult colorimetric co2 detector (per site reporter).======================awaiting response.what was the original intended procedure?verify appropriate et tube placement.device #1is this a laboratory device or laboratory test?no.